Event description:
On (B)(6) 2007, I underwent a left total hip arthroplasty. I received a depuy hip system consisting of a pinnacle cup size 52mm, with a 36mm x 52mm metal liner, a prodigy hip stem 15.0mm, and a 36mm +15.5 articul/eze metal on metal femoral head. Soon after surgery, I began experiencing severe pain and discomfort. On (B)(6) 2008, I underwent a revision of the left total hip arthroplasty. The metal components were replaced with polyethylene components. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my left thigh and left hip area. I also have difficulty walking, sitting or standing for periods of time. Dates of use: (B)(6) 2007-(B)(6) 2008. Diagnosis: left hip degenerative joint disease; morbid obesity.